Event description:
It was reported that during a vertebrobasilar artery stenosis, the physician selected subject balloon catheter for pre-dilation. The subject balloon was hydrated and routinely vented without any abnormalities observed during the process. After delivering the subject balloon to the intended position and initiating pre-dilation, as the pressure approached the rated pressure, extravasation of contrast agent was observed on imaging. Consequently, the physician withdrew the subject balloon for inspection and discovered a leak in the balloon. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4- expiration date, lot/serial no. D4 gtin ¿ corrected. D9- product available to stryker, returned to manufacturer on. H3- device evaluated by mfg. H4- manufacturing date. Based on the results of the device history review (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, there was crystallized contrast media noted within the subject balloon catheter shaft and within the subject balloon. There were no other anomalies noted to the device. For functional inspection, an attempt was made to inflate the balloon, however it was unable to be inflated due to the presence of contrast within the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon leak during use was unable to be confirmed during analysis as the balloon catheter was occluded with crystallized contrast media and was unable to be inflated. The device failed to meet specifications when received for complaint investigation. It was reported that after delivering the balloon to the intended position and initiating pre-dilation, as the pressure approached the rated pressure, extravasation of contrast agent was observed on imaging. Consequently, the physician withdrew the balloon for inspection and discovered a leak in the balloon. Additional information received indicates that 50% contrast was used during preparation, no resistance was encountered during the guidewire insertion or during inserting the balloon through catheter and the catheter was flushed to facilitate guidewire insertion. The device was returned for analysis, and the balloon catheter and balloon were noted to be blocked with crystallized contrast media. The balloon was unable to be inflated as result of the contrast; therefore, it cannot be confirmed that there was any damage or leak to the inflated balloon. There are many potential causes for balloon leaks including damage sustained to the balloon or over inflation of the balloon, however these cannot be definitively determined. As the balloon was unable to be inflated during the device analysis it cannot be determined if the balloon was leaking or not, an assignable cause of undeterminable will be assigned to the reported balloon leaked during use. The blockage to the balloon catheter was caused by crystallized contrast media which has crystallized due to the time between use and analysis and caused the balloon unable to be inflated during analysis. An assignable cause of procedural factors will be assigned to the analyzed event balloon catheter shaft blocked/occluded and balloon failed to inflate.

Event description:
It was reported that during a vertebrobasilar artery stenosis, the physician selected subject balloon catheter for pre-dilation. The subject balloon was hydrated and routinely vented without any abnormalities observed during the process. After delivering the subject balloon to the intended position and initiating pre-dilation, as the pressure approached the rated pressure, extravasation of contrast agent was observed on imaging. Consequently, the physician withdrew the subject balloon for inspection and discovered a leak in the balloon. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.